Manufacturer narrative:
The patients race/ethnicity was not provided when asked. The device was not available for investigation. However, the investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Returned sample: there was no stock product available for review. Device inspection results: the device was not available for visual inspection. Root cause: per information from attached piq (product investigation questionnaire), the implant was removed due to the bone loss. Patient was reported having minor ridge reduction. It was unknown the bone loss was the result from the implant procedure or the ridge reduction surgery. Fail osseointegration can possibly lead to the bone loss per rpt 3024464 rev 1.0 (risk assessment report for hahn tapered implant system). However, the customer did not report fail osseointegration and did not return the device for further investigation.

Event description:
It was reported that the hahn implant failed. The patient bone grade noted as grade d2. The patient has a history of acid reflux and fluid retention. The patient presented on (B)(6) 2017 for implant placement on tooth #30. On (B)(6) 2017 for follow and upon exam, the provider notes "bone loss." The provider also notes, "minor ridge reduction." It was at that time the device was removed. The patient current status is "healing within normal limit."